Manufacturer narrative:
The device is discarded by the customer and will be not returned; as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic total colectomy, the tissue pad fell off the device while being used. The fallen piece fell outside the patient. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Event description:
The customer provided additional information: the event occurred at the end of the procedure when the doctor was performing coagulation. Settings at the time are not known. There was no delay in the completion of the procedure. The patient did not need to be given additional anesthesia. A u511 seal short circuit error message was received at the time of the event. The device was inspected prior to use with no anomaly noted. Devices used in conjunction with the device for the event are otv-s190 (s/n (B)(6)) \ clv-s190 (s/n (B)(6)) \ ch-s190-xz-e (s/n (B)(6)).

Manufacturer narrative:
The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Part of the tissue pad peeled off because the seal & cut output was performed when nothing was gripped in the grip (including after the tissue was cut). 2.the tissue pad fell off because a load was applied to the peeled off tissue pad. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.